Event description:
It was reported that this was a dual access arteriotomy closure of the common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. In the right common femoral artery, the sutures of 2 prostyle devices were successfully pre-placed. The sheath was upsized to greater than 10f and the evar procedure was completed. Reportedly, with one device, while attempting to lower [advance] and tighten the knot, the knot got stuck and would not lower properly [would not advance to the target location]. A new prostyle device was added. Hemostasis was achieved with the pre-placed suture and the new prostyle suture added post-procedure. In the other access site, 2 sutures were successfully pre-placed and used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported failure to advance the knot could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that contribute to the reported failure to advance the knot may include, but are not limited to, user pulled non-rail limb too early, excessive force on knot, pulls rail limb to form knot while pushing device down rail, knot jams in subcutaneous tissue. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.